Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an evercross balloon catheter to treat a unknown lesion. It was reported that during the procedure, the balloon ruptured. No patient injury was reported.